Manufacturer narrative:
Additional information: according to the information received from the field explantation is planned due to lack of benefit, which was most likely caused by a compromised auditory nerve after a neuroma removal. Further the recipient experienced pain and tinnitus, which are known undesired side effects of otologic surgery. Further a complete insertion was not achieved at implantation surgery due to ossification. In addition several channels migrated post-operatively out of cochlea, which might have contributed to the observed painful sensations due to stimulation in the middle ear. Explantation is planned but no date has been scheduled yet.

Event description:
The user is having some complications and lots of pain at the surgery site. The user will undergo explant surgery due to lack of benefit and will not be reimplanted. Surgery is not yet scheduled.

Event description:
The user contacted the field to report that she is having some complications and lots of pain at the surgery site. As per additional information, the user will undergo explant surgery due to lack of benefit and will not be reimplanted. Surgery is not yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.